Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. There was no reported impact to the customer's blood glucose level. The customer's call to tandem customer technical support (cts) was disconnected during troubleshooting and a possible cause of the occlusion could not be determined. Cts attempted to follow-up with the customer; however, no response was received.